Event description:
It was reported that pump battery started to drain increasingly faster and went from 95% to 0%, causing pump to shut down on customer, with battery life described as main concern. There was no reported impact to the customer¿s blood glucose level. Customer stated that no further assistance was needed and no additional information was received regarding the outcome of the event.